Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and received two shocks. Right ventricular (rv) lead noise was observed and a lead fracture was suspected. The rv lead was replaced. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.